Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
A physician attempted arteriotomy closure using the starclose device in the right common femoral artery after a diagnostic procedure. Post deployment, the pt experienced pain in the right leg. No groin pain was reported. The pain did not subside. Surgery was performed to remove the starclose clip. Reportedly, the pt no longer has right leg pain.